Event description:
Procedure type: left nephrectomy. According to the reporter: the customer complains that once the endocatch was inserted, when removing the bag from the tube, the piece that holds it broke and the bag as well. Then using the pieces of the broken ring, they were not able to remove the bag from the tube. There was no bleeding or tissue loss. In order to solve the problem, they had to perform a bigger laparotomy to remove the piece (the left kidney) because it was not completely inside the bag. (Laparotomy of 10 cm instead of 5 cm). By using pressure, they succeeded in removing the broken pieces of the ring in the tube and the endocatch.

Manufacturer narrative:
(B)(4).